Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was not working it was not turning on started beeping. The customer¿s blood glucose level was 12.9 mmol/l at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer was reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. The customer reported that the insulin pump display did not returned after restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up and received with critical pump error (open book image) alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.